Event description:
Fidia received the info from distributor on 24-sep-2009: initial and additional info was received from a physician's assistant via distributor's sales representative on 17-sep-2009: a female pt received two treatments with hyaluronate sodium [hyalgan] (dose, therapy dates, and indication not specified). After the second injection of hyaluronate sodium, the pt experienced a pseudoseptic reaction which started in her knee and spread to the chest. The pt was hospitalized and continued to have burning sensation in her injected knee. The knee was washed out and the pt was recovering. Lot number for first injection (124500) and second injection (120700) were provided. No further relevant info reported. Additional info was received from the physician's assistant on 22-sep-2009: this female received her first dose of hyaluronate sodium 20mg injection in 2009. A week later, she received her second dose of hyaluronate sodium 20mg injection. Two days later, the pt experienced a pseudoseptic reaction. Arthroscopy incision and drainage was done. The pt recovered and was discharged from the hospital. No further relevant info reported. Therapeutic measures: knee "washed out": arthroscopy, incision and drainage (the same month in 2009).

Manufacturer narrative:
The quality assurance dept at fidia performed a deep eval of the production and quality control documentation relative to the involved batches. This eval included a review of the production process, in-process controls, sterilization print-out, bioburden results, release results and the eval of the quality characteristics of the raw materials components used in the manufacture of batches 1207-00 and 1245-00. From this eval, no anomaly was found and the lots are considered perfectly in compliance with the specifications. Additional info lot#: 12207-00.